Manufacturer narrative:
Correction: please retract this report 2017865-2018-34409 as this information was correctly reported in 2938836-2018-34857.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing aggravation from underlying right ventricular pacing. The patient's pacemaker was explanted and replaced by a biventricular implantable cardioverter defibrillator and, thus, a new left ventricular lead was also implanted. The patient's right ventricular lead was retained. The matter was resolved without sequelae.